Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "glucose level unavailable" message on day 14 of wear and was unable to obtain readings. As a result, customer experienced symptoms described as blurry vision, headache, and a loss of consciousness. Customer had contact with paramedics who administered intravenous fluids and "liquid sugar" and transported him to a hospital where he was diagnosed with hypoglycemia. Customer remained in the hospital for an unspecified duration and no additional treatment details were provided. There was no report of death or permanent injury associated with this event.